Event description:
It was reported in a review of a journal article titled vagus nerve stimulator implantation in children, that one patient had an unexpected overnight hospital stay due to postoperative nausea and vomiting. Good faith attempts to obtain additional information from the primary authors have been made, but no additional information has been received to date.

Manufacturer narrative:
Article citation: kirse, d., werle, a., murphy, j., eyen, t., bruegger, d., hornig, g., torkelson, r. "Vagus nerve stimulator implantation in children." Archives of otolaryngology - head and neck surgery vol. 128 (nov 2002). 1263-1268.